Event description:
The filter on the device never left the sheath and was unable to be deployed. It could not be determined if there was a problem with the device or technique by physician. There was no injury to the patient.